Event description:
It was reported the pt experienced unintended stimulation down her legs and ineffective stimulation in the established pain pattern. Follow up information revealed the leads were explanted and replaced. The leads were disposed of by the hospital and will not be returned to sjm. Note the pt's scs system included four leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.